Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the rotablator plus unit was attached together upon receipt for analysis. The guidewire was not returned with the plus unit. A tug test was performed to examine the integrity of the connection and no issues were noted. A connect/disconnect test was performed and no issues were noted with the unit handshake connectors. An attempt was made to wire guide the plus unit using a control guidewire and resistance was met in the annulus of the burr. Microscopic examination of the returned device revealed a flared and misshapen burr. The damage to the burr is consistent with the burr coming into contact with the wire. A scratch test of the returned burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error. The dfu states: "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip." (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary interventional (pci) procedure, a rotawire fracture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous left anterior descending (lad). Upon the physician¿s attempt to test the ablation rotational speed of the 1.50mm rotablator rotalink plus outside the patient, the rotawire fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Event description:
It was reported that during preparation for a percutaneous coronary interventional (pci) procedure, a rotawire fracture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous left anterior descending (lad). Upon the physician's attempt to test the ablation rotational speed of the 1.50mm rotablator rotalink plus outside the patient, the rotawire fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.